Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, resistance was felt when advancing to the lesion and the stent was damaged. The device was removed and the procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, resistance was felt when advancing to the lesion and the stent was damaged. The device was removed and the procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a test guidewire without issues. No other issues were identified during the product analysis.